Manufacturer narrative:
A ge service representative performed an on site investigation. An operating system was replaced and the software was reloaded. The system was tested and found to be operating as intended.

Event description:
It was reported the system intermittently failed to boot up. No report of patient injury.